Event description:
22 gauge device inserted without any problems noted. Blood return down catheter as expected halfway down the tubing blood and needle diverted into a reported crack or hole in tubing resulting in needle stick injury to gloved left finger.